Manufacturer narrative:
Expiration date - unk implant date: unk. Explant date: unk. (B)(4) - halo; (cloudiness). Device evaluated by manufacturer? No. Lens not returned. (B)(4). Lens not returned.

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly, by a patient, she was experiencing subjective visual disturbances ("halos and cloudiness") during the night time but symptoms were not present during the day. Lens remains implanted. Despite multiple attempts no additional information was received to date. It should be noted that visual disturbances have been identified as potential complications after icl implantation. The optical diameter of the icl ranges from 4.9 mm to 5.8 mm and the precautions section of the dfu instructs physicians that "prior to surgery, the surgeon must provide prospective patients with a copy of the patient information booklet for this product and inform these patients of the possible benefits and complications associated with the use of this device". It further precautions that "the effect of pupil size on visual symptoms is not known". The dfu indicates the "smaller the optic diameter, the greater the incidence of subjective patient symptoms". Conclusions: based on the complaint history and the medical review, a specific root cause of the event could not be determined. (B)(4).

Event description:
The patient reported had an micl implantable collamer lens implanted in her left eye (os) and two weeks after the surgery, the patient complained of halos and cloudiness at night. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.